Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract and lacerated the liver. The surgeon used cautery to stop the bleeding. The hospital has reported no pt injury occurred.